Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of having excessive no delivery alarms and low blood glucose of 39 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer removed infusion pump and cannula was not bent. Customer had not tried all remedies and was advised to change site and to try different cannula lengths. Supplies would be replaced.